Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the event the battery compartment was found to be cracked. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
The reporter alleged that the keypad buttons require multiple presses to activate desired pump functions. He said the issue started three months prior to calling animas and is getting progressively worse. He said the buttons feel flat and do not bounce or spring back. The user reportedly does not clean the pump and there is no evidence of misuse. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.